Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been having problems with calibrating. The customer¿s blood glucose was 33 mg/dl and the sensor glucose was 226 mg/dl at the time of the incident. Insulin delivery was not suspended due to sensor glucose values. The product was not returned for analysis.